Manufacturer narrative:
(B)(4). The pump passed the displacement test, sleep current test, active current test and self test. Hardware low level failure alarm confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Charge/battery lasts less than expected not confirmed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during self test. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.